Event description:
When the nurse inserted the stent, the stent was kink. So, he used another spsof. Additional information received on 30-jun-2025. Does the complaint relate to: observation prior to patient contact (stent kink when inserted into g/w), device removal, device placement, observation prior to patient contact. If not, with the device in question, how was the procedure finished? He used another spsof, please request the details for wire guide. Olympus visiglide2 0.025¿ 450cm. What was the target location for the stent? P-duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stent storage cabinet (shaded area). What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide2 0.025¿ 450cm. What is the reorder number, diameter and length of the wire guide that was used with the replacement device in this procedure? Olympus visiglide2 0.025¿ 450cm. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Was the device at the center of the complaint inspected for damage prior to use? Yes. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes. He did epst. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure were any other defects observed on the device prior to return (other than the reported complaint issue? No. Had a sphincterotomy been performed prior to this occurrence? Yes. Were any preparatory steps performed to the device (per instructions for use, if applicable) prior to noticing the damage? If so, please describe how the device was prepared: they prepared according to the procedures. Was the bent stent noticed before any preparation steps were carried out? No. Was a straightener to unfold the pigtail section? Yes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of spsof-5-5 of c2270396 lot number device was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution spsof devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: as per the instructions for use¿s notes section (ifu0055), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0055), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". It is known that a 0.025 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. It is also known from the available information that the incorrect wire guide was used with the replacement spsof device to complete the procedure. ¿as per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. It may be noted that the use error of a 0.025" wire guide led to the kinks on the stent. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary: confirmed qty of devices: 01 device confirmed prior to use. Complaint is confirmed based on customer and/or rep testimony. Investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. It may be noted that the use error of a 0.025" wire guide led to the kinks on the stent. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-aug-2025.